Event description:
It was reported to st. Jude medical that the ICD was found in hardware reset status. It was not possible to retrieve the memory map due to a malfunction of the diskette driver. The patient reported to the physician that pt works as an electrician in high voltage room. The device was explanted.